Event description:
The dxc instrument generated erroneous results for multiple analytes for ten patient samples. The results were reported out of the laboratory. There was no change to patient treatment. The physician questioned the results, and requested samples to be re-run.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. He determined the customer had an older version of the sample syringe system. To resolve the issue, the fse installed a hardware kit (pn b31311) which replaces the sample delivery systems. This resolved the issue. (B)(4).